Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user was unable to remove medication from the emergency unit. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user not able retriever the medication from the station. A technical support specialist confirmed and verified by rest of message service. The system functioned as intended after the technical support specialist troubleshot the device.